Event description:
Additional information was received reporting the patient had experienced residual hyperopic refractive error.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following the intraocular lens implantation after ten months the lens was explanted due to poor vision. Additional information is requested.